Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, their right ventricular lead exhibited increased capture thresholds and decreased high voltage lead impedance. The lead was capped and replaced on an unknown date shortly after. The patient was stable.